Event description:
It has been reported to philips that the system will not boot up, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse replaced the new hard drive, and the issue persists. To resolve the issue, fse replaced the flexvision pc, installed the software, and returned flexvision pc to philips for further analysis. The analysis confirmed the malfunction of the flexvision pc due to failed cmos and identified unit would only power on via front power switch due to low battery voltage. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.